Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2014. Approximately four (4) years post initial procedure, the physician suspected a type iii endoleak due to the strata material and per CT scan with contrast on (B)(6) 2018. An angiogram was then performed on a later date which diagnosed a type ii endoleak with aneurysm growth; the type iii endoleak was not visibly confirmed at that time but the physician has not ruled out the possibility. The patient was asymptomatic at that time. Endologix became aware of the reported product problem and adverse events on (B)(6) 2018. The physician elected to treat the patient by relining with a gore (non-endologix) device on (B)(6) 2018.